Event description:
The wife of a (B) (6) male pt contacted zoll lifecor customer support service to report that one of the pt's batteries displays the battery fault light when in the charger. The pt was provided with a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, it was discovered that the battery back had one or more dead cells. The root cause of the dead cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt received a replacement battery.